Event description:
The customer reported that approximately 5 ml of yellowish fluid leaked from the coulter hmx hematology analyzer with autoloader and onto the tabletop under the instrument while running samples. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the event and no injury or direct exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer also stated that no error codes and flags were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from I-beam tubing at pinch valve pv43. The fse replaced the tubing at pinch valve pv43 to resolve the issue and verified the repair as per established procedures. (B)(4).